Event description:
It was reported that during a da vinci total benign hysterectomy procedure, it was noted that the cables of the pk dissecting forceps instrument were already broken when placed in abdominal cavity and under magnification of the camera and scope. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument pitch cables were broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument distal pulleys had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visable scratches on the surface of the distal pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. Failure analysis also found that the instrument main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The deep scratch and gouge damage may have been likely due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.